Event description:
On august 7, 2006, the lay user/patient's husband (reporter) contacted lifescan alleging that the patient's one touch ultra was reading inaccurately high compared to the paramedics' meter. The medical affairs specialist spoke with the patient on august 11, 2006 to obtain/verify the following information. The initial reporter thinks it was in 2006, at 2:30am, when the patient received assistance from the emergency services. Before eating supper, the patient obtained a reading that was "200 almost 300 mg/dl" on her meter with no symptoms and then took 5-6 units of fast acting insulin based on a sliding scale. The customer care advocate verified that the meter was correctly set to "mg/dl," and approved sample source (finger) was used, and the correct testing/cleaning techniques were used. The patient ate her supper and stated that in about 15-20 minutes she fell on the floor and passed out. The patient cannot recall if she received any treatment before the paramedics came, but was told that her blood glucose was low and she was treated with glucose. The reporter stated, that the paramedic's meter read "below 40 mg/dl", but was unable to provide the time of the test. This complaint is being reported because, the patient passed out approximately 15-20 minutes after taking her insulin based on her meter reading. The paramedics arrived and treated the patient for hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.